Event description:
End user reported spiration of air through a crack in the hub on the catheter. Doctor noticed the air and replaced with other catheter. Seems to be isolated event. There was no patient injury.

Manufacturer narrative:
Repeated attempts to follow up on the status of the sample with the customer were unsuccessful. The mfg history records for the catheters packaged in the tri-pack were reviewed and no related issues were noted. No additional complaints have been received on catheters from the reported lot. The cause of the event experienced by the customer cannot be determined. The reported event is not occurring more frequently or with greater severity than is usual for the device.